Event description:
Customer reported that despite connecting tubing to the reservoir, it continues to move. Customer stated that when he locks the reservoir into place and lets go, the reservoir pops out again. Customer's blood glucose reading at the time of the call was 123 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.